Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This supplemental report is being filed based on completion of device analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had reached a battery status indicator of explant. The battery status approximately one (1) week ago indicated there were ten (10) months remaining to explant. This is an indication of premature battery depletion. The explant indicator was found to be triggered due to an extended capacitor charge time of 16.1 seconds. Boston scientific technical services indicated to the healthcare provider (hcp) to expect a 90 day changeout window. The device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant of the device.